Manufacturer narrative:
Product analysis: the nitrex wire was returned for evaluation. The device returned coiled, loose and double-bagged within ¿zip-lock¿ style poly biohazard pouches. The specimen presented an overall length of 145.15cm, a finished coil length of 6.02¿/15.30cm, a ptfe jacketed shaft diameter of .03330¿ to .03360¿ and a finished coil diameter of .03490¿ to .03495¿. The specimen presented an angled tip length of .433¿/1.10cm, and a tip angle of 53.5 degrees. A gage bushing certified to be .0355¿ passed over the length of the specimen from the distal end with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity to the distal aspect of the jacket damage. The specimen presented torn/frayed ptfe jacket material over the proximal 0.25cm and dried blood-like material on and between the coil wraps. All joints appeared to be correct and intact. Except where noted, the specimen device appeared visually and dimensionally correct. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a nitrex guide wire along with 7fr sheath during procedure to treat a fibrous soft tissue lesion in the dialysis access circuit. IFU was followed. Damaged component was noted during preparation, the end of the guide wire was frayed at the blue (non tip) end. The issue was not noted prior to introducing the device into the patient and the device entered the patient's vasculature. It was reported that physician had to up size sheath, pass a buddy wire through lesion then remove nitrex to load a pta balloon on new wire to complete procedure. There was no patient injury reported.